Event description:
The customer reported that the insulin pump alarmed button error and buttons were unresponsive. Customer stated that she got button error when she was trying to give bolus and wanted to change it back but could not scroll to the normal option. Customer stated the esc act buttons would not work. Troubleshooting was done. Customer's blood glucose was 172 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. A loose and shifted end cap sticker were noted. No button error alarms were noted and all buttons functioned properly. However, corroded keypad traces were noted.